Event description:
It was reported that since the morning of (B) (6) 2009, the pt is no longer able to hear with her device. She experiences electric current when putting on her speech processor. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.